Manufacturer narrative:
Investigation summary: no samples (including photos) were returned, investigation was performed on retain samples and no issues were observed, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Adr reported information:when injecting insulin into the patient (B)(6), the needle was found to be clogged. It was immediately pulled out, the needle was replaced, and the injection was completed again. Call center confirmed with the customer:the product sales date is april 18, 2024, no samples, no photos, and no customer response is needed. Sample availability: no sample availability details: no sample available.